Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was difficult to remove and once removed, a piece of plastic white broke. The customer indicated that there was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: the sample was received for analysis and the reported issue was confirmed. Procedure was done to inspect the product taking as aql of 2.5 every one hour and half using a sampling plan. This quality instruction describes the guidelines to verify the head for damages and head seated. Device history record was not reviewed since the lot number was not provided. If information is provided in the future, a supplemental report will be issued.